Manufacturer narrative:
According to the customer, on (B)(6) 2023 she placed the pad on a second degree burn that was on her upper abdomen. The burn was from a freezer pack that was placed on the area. The customer reported the burn became painful and she noted pieces of "plastic from the pad" were in the wound that she attempted to remove. She visited a provider where an infection of the site was confirmed. She reported requiring medication for the site and reported she will also need debridement at a later date. Customer reported requiring follow up wound care. A sample was requested to be returned. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Piece of pad came off in wound and infection developed.